Manufacturer narrative:
The pod was found to function as intended with no evidence of any damages or deficiencies that would result in the device over delivering insulin. Inspection of the patient history buffer data showed that the automated glucose control algorithm functioned as intended and was able to appropriately adapt to changes in estimated glucose values and user inputs.

Event description:
It was reported that the patient's blood glucose (bg) levels decreased to 2.6 mmol/l (46.8 mg/dl) while wearing the pod on the leg for between 5 and 24 hours. The patient loss consciousness and the patient's family called an ambulance. Emergency services deactivated the pod and treated the patient with 100 ml fluids with 10% glucose intravenously. A new pod was applied and emergency services left after 2 hours when the patient stabilized.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.